Event description:
A pt presented with pain following implantation of the device. Computer tomography showed adhesions between the proceed mesh and the small intestine loops and the greater omentum. The pt was returned to surgery for adhesiolysis.